Event description:
Device appears to be undersensing on the atrial lead at times during at/af (atrial tachyarrhythmia) on stored egms (electrograms). At device classified termination of events, arrhythmia appears to continue due to possible atrial under sensing on stored egms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).